Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker is no longer active. The device has been checked by a physician and the patient was informed that it never worked and the device battery is going dead. The device remains implanted as placing the patient to sleep during surgery is no longer advisable for the patient. No adverse patient effects were reported.